Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-450 mg/dl. Reportedly, an occlusion alarm had occurred. Additionally, the pump had shut down unexpectedly. Subsequently, the customer was hospitalized. Bg was treated with intravenous insulin and glucose. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Tandem technical support reviewed pump history and verified that the proper sequence of low power notifications had occurred prior to the shutdown and that the pump turned off due to low battery. The customer was instructed to keep battery level charged to prevent the issue from occurring in the future. Customer acknowledged. Customer completed a supply change resolving the occlusion alarm.